Event description:
On (B)(6) 2025, the user¿s spouse reported recent changes in the user¿s eating habits and frequent high blood glucose levels. The highest reported blood glucose level was 305 mg/dl. The device was allowed time to correct the blood glucose. No symptoms were reported.